Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the device was explanted and replaced on (B)(6) 2019. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission with an alert of capacitor charge time limit reached. There was no obvious explanation for why this notification occurred. Patient later presented to the clinic and interrogation of the device revealed two successful ¿in-range¿ capacitor maintenance results and one capacitor maintenance result where the charge time limit again was reached. Device explant was recommended. Device remains implanted and pending explant. No patient symptoms reported.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device sub-assembly showed normal characteristics. The high voltage capacitors were analyzed and confirmed a failure of a capacitor. Extended charge time was caused by an anomalous high voltage capacitor.